Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device will not lock into the motor. The device was not being used in surgery. It is unk if injury or medical intervention were reported. No additional info was provided.